Manufacturer narrative:
(B)(4). Date sent 10/14/2024. D4 batch #864c56. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned along with a little metal piece with the jaws and closure trigger in closed position, no apparent damage and with three gst60d (a, b and c) reloads present. The three reloads were received fully fired. A battery pack was returned drained with no apparent damage. The device was tested for functionality in the straight position with a test reload and a test battery and achieved its complete firing sequence. However, the staples were partially formed at the distal end and the cut was noted to be jagged due to a damaged knife. After further evaluation, the analysis showed the knife wings were broken off and only one wing was returned, the second wing was missing. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. One possible cause for the nicked knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 864c56, and no non-conformances were identified.

Event description:
It was reported that during unknown procedure, there was an unusual noise when the intestinal tract was first grasping and while suturing. It occurred at the 4th firing. The intestinal tract could only be cut halfway through. And a new cartridge was used, but the same thing happened. When the main unit was changed, the device could be used normally. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 9/26/2024; d4 batch # unk. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional event information: is there any problem with the patient's condition? There is no problem with the patient's condition. Although there was abnormal sound and poor incision while using the device, there were no abnormalities in the staple formation, is that correct? The staples were formed normally at the suture points, although the incision and suture were only made halfway up the intestinal canal. Was there any bleeding or tissue damage at the time this event occurred? No bleeding or tissue damage was observed. Additional information was requested, and the following was obtained: did the device deliver any staples? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If yes, were the staples formed properly? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.if yes, was the staple line complete? No. Did the device cut? Yes.if yes, was the cut line complete? No.if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a.if yes, did the jaws eventually open? N/a did the device lock-out (no staples deployed and no cut line started)? No.or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes.or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No.if yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.